Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd ms3 pump under delivered. It was reported when the end user went to change out the cassette the cassette was still full, and the pump never alarmed. Reportedly the end user switched to a backup pump. Per reporter the end user reported she as ?a little dizzy yesterday" but is doing fine now. Remodulin 3 mg/ml united therapeutics. Dose; 80ng/kg/min subcutaneous. Continuous 08/2020 to current. Diagnosis: pulmonary arterial hypertension (pah).